Event description:
Pt undergoing third CABG suffered from inability to achieve adequate myocardial projection while on bypass. Post bypass, pt required multiple vasoactive medications infused via an alaris/imed pc4 IV pump. User stated that while no action was being taken with the pump, the pump alarmed and failed to infuse on all four channels. User could not get pump to restart infusion. A second pump was brought into the surgical suite and transfer of infusion was made to the second pump. Anesthesiologist stated that while there were other factors leading to the pt's death, the loss of infusion of inotropic agents for the period of time that the pump failed was potentially damaging.